Manufacturer narrative:
Corrected data: correction: d10.

Manufacturer narrative:
Device evaluation: two cadd cassette reservoirs - flow stop was returned for analysis. The sample was visually inspected, at a distance of 12? To 24? And normal conditions of illumination. No discrepancies were detected. A syringe was used to infuse water into the cassette bag. The leak test passed. No leak occurred in bag or tubing. The failure mode was not confirmed due cassette were correctly manufactured and have passed leak test. Leak testing was reviewed to ensure that measures are within specification, no discrepancies were found. Bag stuffing and loading into housing? Operation was reviewed to ensure workmanship has attention to the operation and the fixture does not have sharp edges. Leak testing was reviewed to ensure that measures are within specification, no discrepancies were found. Production performs 100 percent of visual inspection to assure that the parts shall not be damaged including scratches or distorted or warped. Production performs 100 percent leak test per procedure to ensure assemblies have been manufactured in accordance to procedure and the tube and bag components does not present a leak overall. No root cause could be determined since the complaint was not confirmed due to the fact sample received don?t show conditions that could cause the failure mode reported. Device history record: part number = 21-7302-24, lot number = 3631845, quantity released = (B)(6) units, manufacturing date = feb-2020, idr, dmr, da = n/a.

Event description:
Information was received that of the 50 narcotic cassettes made, 29 were leaking. No patient involvement.